Event description:
Reported blood glucose results of 244 mg/dl with a lifescan meter and 67 mg/dl on another meter, performed within 10 minutes of each other. Meter to other meter is not a valid comparison. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip and cleaning the puncture site were done correctly. Patient performed two control solution tests, which failed. Based on the information provided, there is evidence of meter malfunction. However, there is no evidence that the patient suffered a serious injury. Test strips are being sent to the patient.